Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 2.75x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device was not able to cross and it was noted that the struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 2.75 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal damage. Proximal strut 1 was damaged and pulled in a proximal direction. The remainder of the stent was undamaged. The undamaged crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 2.75x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device was not able to cross and it was noted that the struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.